Event description:
It was reported the patient is no longer receiving stimulation after not charging since (B)(6) 2014 (the patient alleges charging attempt was unsuccessful at the time). It was also reported the patient received a 2501 comm error from her patient programmer. Additional historical information from the medical chart review identified that prior to this issue, the patient experienced pain at her scs ipg pocket site and underwent surgical intervention on (B)(6) 2013 to relocate the ipg from the left pocket site to a right pocket site. Moreover as of (B)(6) 2014, the pocket site pain issue has recurred. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.